Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter for a total lap gastrectomy procedure, they set the device and confirmed the display showed the device was on firing mode. The surgeon could not fire the device. They re-connected the cartridge and tried to fire the device again; however the same event occurred. They replaced the cartridge and the firing was completed with no problem. The status of the patient is with no problem. No patient adverse events were reported.